Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer was currently in an ambulance on the way to the hospital due to high blood glucose levels. Caller stated that the high blood glucose levels had been occurring for two days leading up to the call. Blood glucose level at the time of the incident was 400 mg/dl. The insulin pump was not replaced or returned for analysis.